Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that at the beginning of the procedure the device activated without the activation button being pushed. Another device was used to complete the procedure without incident. There was no pt injury.